Manufacturer narrative:
One device was received for evaluation. Sample was received filled with solution and leaking inside a (B)(6) bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The other two devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center port at the ridge. The issue was discovered prior to patient use. There was no patient involvement. No additional information is available.